Event description:
Boston scientific received information that during a procedure for a non boston scientific right ventricular lead, this left ventricular (lv) lead displayed high out of range pace impedances and loss of capture. As a result this lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lv lead is expected to be returned to boston scientific for analysis. This report will be updated when analysis is complete.